Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed the reported breakage. Although the exact cause of the broken/damaged cutting teeth is unknown, the teeth came in contact with a harder surface than bone, likely the tray trial or other surgical instrument. A search of the complaint database against product code 217863120 found one additional report of teeth breakage/damage. Based on the inability to conclusively identify a root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt keel punch has a big chunk of metal missing on one of the wings.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.